Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not observed during initial testing of the device. The device was put through full functional testing without duplicating the report. Review of the device logs showed no critical errors. The battery sense pins were cleaned as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.